Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was returned for evaluation and was visually inspected and functionally tested. Visual inspection of the sample showed no signs of blockage or abnormality that could have caused the reported problem. No signs of flow problem were observed during the functional test. The reported condition was not confirmed.

Event description:
It was reported that a basal/bolus infusor's delivery stopped during patient use. There was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.